Event description:
A consumer reported having blurry vision at distance and near and seeing ghosting images following intraocular lens (iol) implant surgery. In a f/u with the consumer, she reported that her distance vision is getting better but her near vision is "nonexistent". At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. This report was mailed to FDA on: 05/20/2009.